Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal puncture was completed was done with a non-boston scientific transseptal device. The faradrive steerable sheath clear was inserted and the dilator was removed. The physician aspirated the faradrive steerable sheath clear. After preparation of the catheter, the catheter was introduced into the faradrive steerable sheath clear. Physician aspirated and air was continuously present even after several syringes. Valve of the faradrive steerable sheath clear seemed to be broken. The troubleshooting steps included aspirating several cc of blood without improvement. The procedure was completed successfully by using another faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak testing as the device could not maintain pressure within the sheath and leaking occurred. Inspection of the hemostatic valves found the external valve torn on the outer face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal puncture was completed was done with a non-boston scientific transseptal device. The faradrive steerable sheath clear was inserted and the dilator was removed. The physician aspirated the faradrive steerable sheath clear. After preparation of the catheter, the catheter was introduced into the faradrive steerable sheath clear. Physician aspirated and air was continuously present even after several syringes. Valve of the faradrive steerable sheath clear seemed to be broken. The troubleshooting steps included aspirating several cc of blood without improvement. The procedure was completed successfully by using another faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory it was further reported that a dilator, guidewire and catheter were inside the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was used for the irrigation of the faradrive steerable sheath clear. Bubbles were observed in the flushing line and in the syringe. The guidewire was at the tip of the catheter while inserted into the faradrive steerable sheath clear. The valve of the faradrive steerable sheath clear was not visibly broken. No other issue has been reported.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal puncture was completed was done with a non-boston scientific transseptal device. The faradrive steerable sheath clear was inserted and the dilator was removed. The physician aspirated the faradrive steerable sheath clear. After preparation of the catheter, the catheter was introduced into the faradrive steerable sheath clear. Physician aspirated and air was continuously present even after several syringes. Valve of the faradrive steerable sheath clear seemed to be broken. The troubleshooting steps included aspirating several cc of blood without improvement. The procedure was completed successfully by using another faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported that a dilator, guidewire and catheter were inside the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was used for the irrigation of the faradrive steerable sheath clear. Bubbles were observed in the flushing line and in the syringe. The guidewire was at the tip of the catheter while inserted into the faradrive steerable sheath clear. The valve of the faradrive steerable sheath clear was not visibly broken. No other issue has been reported.

Manufacturer narrative:
A3 sex, gender - updated. B5 describe event or problem - updated. D9 - device avail for eval, returned to manufacture date - updated. H6 evaluation method, result, conclusion codes - updated.